Manufacturer narrative:
Product analysis: the returned device was confirmed as past its expiry date and the red ink on the device shows evidence of wear indicating the catheter was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast catheter was intended to be used for treatment of the great saphenous vein (gsv). Local anaesthesia, hand compression and tumescent infiltration was used. The IFU was followed. It was noted that the device was used post expiry. No patient injury.

Manufacturer narrative:
Product analysis: no ancillary devices or images were returned for review with the device. Lot number # 212910310 was confirmed on the device catheter label. No damage was noted to the catheter heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight and no anomalies were noted along the catheter shaft. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.7 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 160.0 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.71 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.07 k ohms) all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.